Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: required medical intervention. Device issue: no device malfunction has been reported. It was reported that there was a dissection of the anterior descending artery after the rx vision balloon was inflated to 16 atm. The pt also presented with ischemia and angina during this time. A second vision stent was implanted to treat the dissection. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, ischemia, and angina as listed in the device risk assessment and the instructions for use are known adverse effects associated with coronary stenting and are not necessarily an indication of prod quality issue. There was no reported device malfunction. The lot history record review did not reveal any non-conforming material reports and there have been no other complaints with this part and lot number. A conclusive root cause for the reported complaints cannot be determined. The reported pt effects are known adverse effects of coronary stenting and not necessarily a sds quality problem.